Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 46-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported after 34 hours, the pump was explanted and replaced by an intra-aortic balloon pump. Medical staff could not remedy the high pure pressure alarms, despite measures taken such as adding tissue plasminogen activator to the purge. No patient harm has been reported.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Pump was not returned for investigation. Data logs were reviewed and a gradual rise in purge pressure was observed. At the start of the rise, there was no suction alarms or motor current spike. The pressure continued increasing for the next 8 hours until tissue plasminogen activator (tpa) protocol was started. Following that, purge pressure high and purge system alarms were observed leading to pump explant. Clinical information mentions that heparin was given at pump start. Per the clinical information provided, the root cause of the high purge pressure issue was most likely biomaterial. Added- h6 impact code 4644.